Event description:
The celldyn 1700 analyzer generated rbc and hemoglobin (hgb) results which were low and inconsistent with the pt's history. Upon repeating the results were as expected. The initial results generated wer: wbc=1,900/ul, rbc=2.63x10e6/ul, hgb=8.2 g/dl, platelet=95,00/ul. The repeat results were: wbc=3,300/ul, rbc=4.10x10e6/ul, hgb=13.3 g/dl, platelet=144.000/ul. There was no impact to pt mgmt.